Manufacturer narrative:
Patients exact age is unknown; however, it was reported that the patient was over the age of 18.

Event description:
It was reported that a procedure was cancelled due to the patient was aspirating and was sent to the emergency room. The patient was stable since then and no long term medical treatment was prescribed.